Event description:
Patient underwent nephroureterectomy. Intra procedure, robotic mono polar scissors did not reload correctly. New instrumentation utilized, during utilization, second set of scissors stopped closing properly, determined cable was broken. Instrumentation removed, provider assessed and determine no unaccounted for equipment/pieces. No harm to patient. Reference report: mw5157726.